Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip end of the device fell off. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip end of the device fell off. The procedure was completed with another of the same device. The patient condition following the procedure was stable. It was further reported that 40% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. Additionally, the tip was loose and not completely detached, so it was pulled out directly.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: returned product consisted of an opticross hd. The hub rotator, retainer ring and shorting plug were outside the hub. The returned device presented no damage that could be related to the reported event. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "no problem detected" following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. It was not possible to identify the probable cause of the loosened retainer clip found on analysis.